Manufacturer narrative:
The customer resolved the issue by replacing the sample and reagent probes. No additional discrepant result issues have been reported since the probes were replaced. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of list numbers 01g48-04 sample probe and 01g47-04 reagent probe. Based on the information within the complaint record, a product deficiency was not identified.

Event description:
The customer observed falsely decreased results on the architect c4000 analyzer. The following data was provided: sid: (B)(6), sodium results on (B)(6) 2021 initial result was 175 meq/l repeat result was 136 meq/l twice the customer's normal range is 136 - 145 meq/l sid: (B)(6), creatine kinase results on (B)(6) 2021 initial result was 309.7 u/l repeat results were 4245 u/l and 4304 u/l the customer's normal range is 47 - 267 u/l no adverse impact to patient management was reported.